Event description:
A patient underwent a panniculectomy procedure. Following the procedure, the patient experienced a wound separation. Patient was treated with a vacuum assisted wound closure dressing.